Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Six batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed a bent pin within the serial port of the controller. The damaged pin did not allow the monitor data cable to connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a misalignment between the serial port and the data cable connector. An internal investigation was initiated to capture events involving the bent/damaged pins with controller 2.0. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the returned controller passed most functional checks but failed visual inspection. Investigation is ongoing this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller data port was unable to keep the monitor data cable connected. The patient denied causing any damage to the port. A data cable was unable to be securely connected to the data port in the clinic. The controller was exchanged. No patient complications have been reported as a result of this event.